Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set crimped cannula on (b))(6) 2026. The event occurred 3 or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 3 days. The blood glucose level was 400 mg/dl at the time of the event.the patient replaced infusion sets and resumed insulin successfully. No further information available.